Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 104 mg/dl at the time of incident. The customer stated that the insulin pump had the motor arm cannot communicate with the main arm alarm as well as the critical block and inverse critical block did not add to zero alarm. Troubleshooting was performed for pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Advise to perform a self-test, customer passed the test. Error table did not indicate that pump error alarm cleared active insulin. The customer stated that this was second occurrence for both pump errors alarm. The device will not be returned for analysis.